Event description:
It was reported that during follow-up, ventricular noise resulted in pacing inhibition. The noise was not reproducible. The physician was unable to determine if the noise was due to the ventricular lead or the ventricular channel of the pulse generator. On (B)(6) 2015, the lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4)